Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the tissue pad fall into the patient? No the white tissue pad was still partially linked. If yes: how was the tissue pad retrieved from the patient? Did the retrieval of the tissue pad alter the procedure? If yes: please explain: yes the surgeon thought this device was broken so that they change a new one. Is the tissue pad being returned with the device for analysis? Yes, it will be returned.

Event description:
It was reported that during an unknown procedure, the tissue pad was separated from the anvil. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.